Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Device not returned.